Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard defective device. The following information was provided by the initial reporter translated from portuguese to english: problem occurred with a jelco 22, lot: 4337448, used on (B)(6) 2025. During the procedure, the tip of the device showed a defect, bending inside the patient's skin, which made it difficult to remove and made it necessary to make a small incision to remove it. The incident caused discomfort for the patient and concern for the care team, since this type of failure can pose risks to user safety. Additional information received on 26 feb 2025. Is there any impact on patients? If so, please explain in detail. Yes, what happened made it difficult to remove and made it necessary to make a small incision to remove it. The incident caused discomfort for the patient and this type of failure can pose risks to patients' safety. Has anvisa been notified? If so, what was the notification number? Anvisa was not notified. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) yes, an incision was made to remove the jelco, where the site had to be anaesthetized and a suture made. Is the sample from this incident available for analysis? If so, please answer the questions below. The sample is not available for analysis as it was discarded due to contamination by a biological substance.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 4337448. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and video samples were received for evaluation by our quality team. Through examination of the samples, it was not possible to identify if the steel cannula guiding the catheter was crushed and/or broken. Based on the samples, it is possible to verify that the catheter was punctured in the patient¿s arm; however, after the puncture, the steel cannula guiding the catheter could not be removed. It is important to note that if the steel cannula had been bent, broken, and/or showing any damage resulting from a manufacturing defect, the puncture would not have been possible. It is impossible for the steel cannula to have been bent and/or broken at the angle observed in the provided images, as the curvature identified would be incompatible with the linearity of the needle protector. At this time, a manufacturing related cause could not be determined for this incident. This is the first and only defect report received for lot number 4337448 at this time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.